Event description:
This case was reported by a consumer (friend of pt) and described the occurrence of alzheimer's disease in a male patient who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced alzheimer's disease. At the time of reporting, the event was fatal. The pt died in (B)(6) 2011, cause of death is unk. An autopsy was not performed. Consumer called to ask if super poligrip contained zinc. As we were speaking, consumer mentioned that he was concerned that zinc could cause problems since his friend, used the product, got alzheimer's disease and passed away. He was approx (B)(6) at the time he used super poligrip with zinc and he passed away approx (B)(6) prior to report. Consumer was unsure of the zinc containing variant his friend used. During the call transfer, the call was disconnected. No further info was obtained.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor the lot number for this product is available. (B)(4).